Event description:
The lay user/patient contacted lifescan (lfs) on (B)(6) 2014 alleging that their unknown meter would not power on. The customer service representative (csr) spoke with the reporter on (B)(6) 2014 with follow up questions from medical surveillance and obtained the following information: the patient alleged that the product issue began in (B)(6) 2013. The patient manages their diabetes with pills, diet and exercise, specifically metformin. The patient reported taking their usual dose of metformin after the alleged product issue began. The patient reported developing symptoms of ¿dizzy and shaky¿ approximately one hour after the alleged product issue began. The patient reported hcp treatment of an unknown dose of insulin at the emergency room (ER). The patient reported obtaining a blood glucose reading of ¿250mg/dl¿ with an unknown meter. The patient reported that they were not admitted to hospital after treatment at the ER. The patient reported that their diagnosis on discharge from the ER was ¿blood pressure as well as elevated sugar levels¿. The csr was unable to troubleshoot with the patient as they no longer had the products. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms after the alleged product issue began and was treated at the ER by an hcp.